Manufacturer narrative:
It was reported that the user experienced a hyperglycemic event. The following example was shared by the user. (B)(6) 2025 9:55 pm / sg out of range high - bg 137 mg/dl. A review of the example shared via dms revealed that the sg value at 9:55 mm was out of range and no bg value was entered. A review of the alert history revealed that the user received multiple out of range high glucose alert around the reported time as user's sg was above 400 mg/dl.the user did not treat himself because he confirmed that his bg was normal. User's hcp was not aware of the incident. The user was advised to notify their hcp. A case (B)(4) was created to address sensor inaccuracies inclusive of the hyperglycemic event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo sensor data showed instability in reference and signal channels. Per case notes, the user also reported on the (B)(6) 2025 an infection at insertion site which could most likely contributed to the observed sensor inaccuracies. Refer to (B)(4) for investigation findings and risk analysis. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H6. Health effect - clinical code updated to 4582. H6. Component code updated to 510. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: (B)(6) 2025 9:55 pm et / sg out of range high - bg 137 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 9:55 pm et / sg out of range high - bg not entered. After dms review, we confirmed that the user received an out of range high glucose alert at 9:55 pm et, when the sg was above 400 mg/dl.the user didn't seek for medical treatment and didn't treat himself because he confirmed with his bg that he wasn't having a high glucose event.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.